Manufacturer narrative:
The returned lead was analyzed and the allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. Additionally. The helix difficulty allegation was not confirmed based on a passing helix mechanism test. Also, the difficult to position allegation was not confirmed. Analysis found no damage or defect consistent with placement difficulty. Furthermore, visual inspection revealed no abnormalities and the lead tip or helix appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty and high pacing threshold. In addition, the physician had difficult time extending and retracting helix. This rv lead was never in service. No adverse patient effects were reported.